Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp in 2009, that a radial jaw 3 biopsy forceps was using during a procedure performed two days prior. According to the complainant, after taking the biopsy, the cup could not be removed from the scope channel. The device and scope were removed in tandem without issue. While removing the device from the scope outside the pt, resistance was encountered. The procedure was completed with another radial jaw 3 biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".